Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. It was determined that there was ra undersensing and non-capture due to small/varying p-wave amplitudes and attempts to pace during depolarization. P-waves varied between 0.6mv and 9.5 mv. In addition, ra thresholds were high at 3.3v@0.4ms, and ra pace impedance trends showed a sudden spike to 1,094 ohms. There was no evidence of noise at this time, however ra lead evaluation was planned at the next office visit. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.